Manufacturer narrative:
The insulin pump alarmed during basic occlusion test followed by constant motor error alarms during rewind due to loose protruded drive support disk. Unable to perform a21 error test, self test, off no power test, rewind test or operating currents measurements test due to constant motor error alarms. No unexpected a64 alarms noted during testing. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained address serial number label. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and compromised force sensor alarm. Customer's blood glucose at time of incident was 8mmol/l. The customer stated that the drive support cap is protruded. Customer was not sure if she pressed the cap while connected. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed backup plan.